Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After washing noticed chips in base bar and extension that seem sharp and catches gloves. See attached picture. Tka procedure.

Event description:
After washing noticed chips in base bar and extension that seem sharp and catches gloves. See attached picture. Tka procedure.

Manufacturer narrative:
An MDR was inadvertently opened for this issue. Per the mps, the issue occurred after washing in spd - gloves never tore or ripped; the complaint was filed - the defective product was returned to stryker and a replacement was issued.